Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i2000sr processing module multiple patients. The physician questioned the result which initiated the customer to retest multiple samples from that day. The patient samples were repeated on an alternate architect processing module and the results were normal. The following data was provided: customer¿s reference range: < 0.029 ng/ml on (B)(6) 2023, sid (B)(6) ,initial result = 0.059 ng/ml; repeat result = 0.012 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.043 ng/ml; repeat result = 0.021 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.035 ng/ml; repeat result = 0.006 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.040 ng/ml; repeat result = 0.009 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.053 ng/ml; repeat result = 0.018 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.040 ng/ml; repeat result = 0.010 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.095 ng/ml; repeat result = 0.014 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.043 ng/ml; repeat result = 0.019 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.044 ng/ml; repeat result = 0.017 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.059 ng/ml; repeat result = 0.019 ng/ml. On (B)(6) 2023 sid (B)(6) initial result = 0.069 ng/ml; repeat result = 0.041 ng/ml. The cardiologist was notified for consult for sid (B)(6); however no further information is available. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, instrument logs review, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 98913un23 and complaint issue. The historical performance of lot 98913un23 was evaluated using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 98913un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 98913un23. Labeling was reviewed and adequately addresses the customer issue. Based on the information within the complaint, the customer received unexpected patient results at the customer site during one shift. The customer¿s quality controls were in range at the time of testing. A review of instrument logs and a review of the package insert for 2k41 determined this case as a use error because the customer¿s issue is likely to be attributed to an issue with sample preparation. The customer¿s repeated test result gave the expected result indicating a sample handling/integrity issue. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 98913un23 was identified. The architect stat troponin-I lot 98913un23 is performing as expected.the following sections have been corrected: d3-email. D3-fax number. G1-contact office first name. G1-contact office last name. G1-contact office address 1. G1-contact office city. G1-contact office postal code. G1-contact office country. G1-contact office phone number. G1-contact office email. G1-contact office fax number. G1 - mfg site email. G1 - mfg site fax number.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i2000sr processing module multiple patients. The physician questioned the result which initiated the customer to retest multiple samples from that day. The patient samples were repeated on an alternate architect processing module and the results were normal. The following data was provided: customer¿s reference range: < 0.029 ng/ml. (B)(6) 2023, sid (B)(6), initial result = 0.059 ng/ml; repeat result = 0.012 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.043 ng/ml; repeat result = 0.021 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.035 ng/ml; repeat result = 0.006 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.040 ng/ml; repeat result = 0.009 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.053 ng/ml; repeat result = 0.018 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.040 ng/ml; repeat result = 0.010 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.095 ng/ml; repeat result = 0.014 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.043 ng/ml; repeat result = 0.019 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.044 ng/ml; repeat result = 0.017 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.059 ng/ml; repeat result = 0.019 ng/ml, (B)(6) 2023, sid (B)(6), initial result = 0.069 ng/ml; repeat result = 0.041 ng/ml. The cardiologist was notified for consult for sid (B)(6); however no further information is available. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2023-00445 under a different suspect device. Section a1-patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.